Manufacturer narrative:
Device evaluation completed on april 05, 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. A manufacturing record evaluation was performed for the finished device 7362191 number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that date of removal changed to (B)(6) 2021. Additional information received on (B)(6) 2021 indicated that patient underwent bilateral explantation, capsulectomy, placement of acellular dermal matrix and reimplantation. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast surgery with a 475cc on the left and 450cc on the right-side mentor memorygel breast implant experienced bilateral baker¿s grade IV capsular contracture post procedure. As a result, patient scheduled for bilateral replacement with mentor gel implants on (B)(6) 2021. This report relates to the right side.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per mentor tracking device, the patient underwent bilateral replacements as follow: l) cat#: 3504251bc / sn#: (B)(6), r) cat#:3504001bc / sn#: (B)(6). Manufacturer¿s reference number: (B)(4).